Event description:
Product problem or use failure associated with mesh intended to repair abdominal/incisional hernia. From day one I complained it wasn't right and have had continual pain and protrusions from device(mesh). I continue to have severe pain, hernia not repaired, physical deformity, digestive problems etc. The hernia will sometimes protrude over the areas I have had problems and complaint about, causing extreme pain and discomfort and have to physically push the tissue back inside. The mesh now needs to be completely removed and my abdomen and hernia re-repaired. This is a major surgery that will require hospitalization and healing. Surgeon, pcp, and reconstructive surgeon have been notified of problems and complaints.